Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms. There was no oversensing noted. The patient was to follow up with their physician. No adverse patient effects were reported. The device remains in service.